Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system version. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was administered unspecified oral treatment by a non-hcp third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported signal loss. Attempted to replicate the customer's complaint using similar configurations samsung galaxy a52, android 13, 2.8.4.9335 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system version. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was administered unspecified oral treatment by a non-hcp third-party. No further information was provided. There was no report of death or permanent injury associated with this event.